Event description:
There was an impedance rise with the ablation catheter after placement into the patient. The catheter was removed and replaced without incident or harm to the patient. Manufacturer response for ablation catheter, thermocool smarttouch ablation catheter st-sf (per site reporter). Clinical site notified manufacturer representative directly.